Event description:
Facility maintenance alleged head of bed was drifting down. Slow drift over several hours. No injury reported.

Manufacturer narrative:
Tech found that the head had a slow drift down over several hours. Isolated the problem to malfunctioning CPR valve. Replaced the CPR valve to resolve this issue.